Event description:
The pt had a 2.75 x 23mm cypher select plus stent implanted, at 10 atm, in 2007 in the right circumflex. It was noted that the lesion was pre-dilated with a non-compliant balloon at 16 atm, prior to stent implantation. Approx seven months post index procedure, during a controlled visit, it was noted that the stent was fractured and separated, however, there was no migration of the separated segment. The stent fractured was associated with less than 50% asymptomatic restenosis. The pt was treated with pharmaceuticals and he should be seen again in six months. Currently, the pt is in stable condition.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.